Event description:
It was reported that there were high impedances of greater than 3,600 ohms on electrodes 0, 1, 2, 3, and 6. It was stated that the patient was re-programmed. It was stated that the patient was able to get "good coverage" without using the electrodes with high impedances. It was stated that the patient was not aware of any falls or trauma to the area. It was stated that the patient experienced a loss of stimulation on the lower left leg. It was noted that after reprogramming the stimulation was covering the patient's left leg as needed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3998, lot# v007451, implanted: (B)(6) 2006, explanted: product type: lead. (B)(4).